Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Prior to a lung resection the device was unable to interrogate. It was stated that the device has never been checked after any of the patient's radiation therapies. The device was explanted.